Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (10000 mcg/ml at 3190 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 the hcp went to update the patient¿s pump after the change to daylight savings time. Nothing was changed in the pump programming, but after the update the low reservoir alarm date was off by one month despite the low refill interval showing the correct 18 days based on volume in the pump and pump flow rate. The hcp updated the pump several times and the low reservoir alarm date did not correct. The patient had no symptoms related to the event. The patient¿s next scheduled refill appointment was (B)(6) 2017. It was confirmed with the hcp that the date on her 8840 (physician programmer) was correct. It was confirmed with a company representative that the date on the 8840 used at implant on (B)(6) 2017 was correct and the report showed the correct low reservoir alarm date then. The hcp used her 8840 on another patient lat ER the same day and everything looked correct with the dates and programming for that pump. She did have to change the pump programming to update the reservoir volume on that pump as it had been refilled. Additional information was received on (B)(6) 2017 from the initial reporter who confirmed that everything was correct following the refill on (B)(6) 2017. The cause of the issue was unknown, but the nurse believed it was some kind of glitch as telemetry was done 10 times and the wrong low reservoir date kept being printed. The patient¿s pump had been implanted the week prior and was new. She had no other issues with her programmer as she had interrogated two other patients that same day with no issue. No further information was provided. No further complications were reported/anticipated.